Manufacturer narrative:
B3: the patient developed peritonitis early in 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "unhealthy diet". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory injection for the event. Pd therapy was ongoing. The reporter declined to provide additional information.